Event description:
Procedure: gastric bypass. According to the reporter: the wrong size anvil was used with the device. The stapler could not be disconnected to the anvil after firing. The device was locked onto tissue and was removed by cutting additional tissue. Afterwards, they reduced the stomach pouch slightly. The procedure restarted with a new device with matching anvil. There was no extension of surgery time by more than 30 minutes. There was no blood loss over 500cc. There was no unanticipated tissue damage. There was unanticipated tissue loss. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/16/2014.